Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high potassium (k) results generated by the synchron® lx®I 725 clinical system. The initial k results were 5.6 and 5.9mmol/l. The samples were repeated on a different analyzer and the results were 4.6 and 3.7mmol/l. The erroneous results were not reported outside of the laboratory. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
Prior to the event, qc was within the lab's established range. A field service engineer (fse) was on-site. Fse replaced the sample probe and cleaned the flow cell. These measures resolved the problem. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.